Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and the left hand monitor belt were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not display an image. No patient injury was reported.